Event description:
It is reported that the ball bearing is missing from the articular surface inserter.

Manufacturer narrative:
Evaluation summary: the returned inserter is missing the ball bearing from the slot near the inserter tip. The cam arm of the inserter is loose and appears that the device was dis-assembled in the field. This part has a potential field age of approximately 7 years. It is possible that the parts were not assembled back properly or the ball bearing was lost. It appears the problem is user caused. Evaluation codes: the device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specifications. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device.